Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/28/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "raynauds phenomenon, capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynauds phenomenon, capsular contracture baker grade IV, pain, calcification, and exchange.

Event description:
Patient reported experiencing raynauds phenomenon. The patient later reported left side pain, calcification, capsular contracture, baker grade unknown, and exchange. Additionally the patient reported ¿not feeling well, fatigue, muscle issues, and shoulder pain¿ not related to the device. Healthcare provider confirmed the events and that the baker grade for the capsular contracture is IV. The device remains implanted.